Event description:
Report of explant of catheter due to "transverse myelitis" received per annual device tracking report. Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will be filed if additional information becomes available.